Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Four power on resets due to write to rom occurred on the following dates 2015-(B)(6). Concomitant: 407458 lead implanted: 2013-(B)(6). (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) experienced four power on reset (por) episodes. The device is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.